Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported by an rn that the patient experienced an unspecified sensor issue. The sensor was inserted into an undisclosed location on (B)(6) 2023. On the same day, the sensor and transmitter were replaced. It was not known to the reporter, the patient's daughter in law, whether the new sensor and transmitter were working as expected. The reporter did not know of cgm (continuous glucose monitor) readings, alerts, or alarms at that time. The reporter stated the patient readings were high by that time and became confused and disoriented. Confused, the patient removed the sensor from her body on (B)(6) 2023. The reporter attempted to assist the patient in changing her tandem pump infusion set. The reporter believed the patient to have been monitoring the blood glucose during that time; however, the patient was uncooperative and not reporting the results or frequency of self-monitoring of blood glucose. The patient was not in a sensor session beginning (B)(6) 2023. The patient continued to deteriorate and developed fatigue, poor appetite, and diarrhea. The patient slept all day (B)(6) 2023 and by the morning of (B)(6) 2023, the reporter called an ambulance because the patient could not get out of bed. The patient was hospitalized for diabetic ketoacidosis on (B)(6) 2023 and discharged (B)(6) 2023. She was treated with 8 ivs including IV insulin. At the time of the follow up call on 08/02/2023, the patient was doing ok. Data was provided for investigation. Data investigation confirms an unspecified sensor issue on 06/23/2023. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.